Event description:
This adapter was returned to the distributor with a device registration form stating the implant date was (B)(6) 2012. The date of the procedure is listed as (B)(6) 2013. At this time, there was a changeout of an ICD, two leads explanted and replaced in the ra and rv positions. To date, there have been no allegation against the product, however, it is uncertain why the product was explanted. Greatbatch medical attempted to obtain more information from the hospital provided by the distributor. The hospital would not provided any additional information regarding this patient.

Manufacturer narrative:
Device evaluation summary: a 28.3 cm of the connector end was returned for analysis. The connector pin length and large boot were both within specification. Visually there was an indent in the silicone of the large boot 2.4 cm from the connector pin. Abrasions were observed on the tubing at 5.0, 5.4, 13.0, 15.2, 22.6 and 25.5 cm. Review and confirmation of manufacturing records was performed. All records indicate the device met specification prior to leaving greatbatch medical. A root cause is not able to be determined at this time since the full device was not returned for analysis. Additionally, there were no allegations against the product. No corrective action will be taken at this time. There is no evidence to suggest the device did not meet specification prior to leaving greatbatch medical.